Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a shaft fracture occurred. The physician was performing a kissing balloon technique in the diagonal (dx) and left anterior descending (lad). When the physician attempted to remove the apex balloon from the dx, the balloon caught on the prowater wire. The physician pulled until the shaft broke a the balloon. The balloon, delivery system, and wire were removed at one time. The procedure was completed with a different device. No pt complications were reported. Pt's status reported as "ok".

Manufacturer narrative:
(B)(4).